Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm twice and battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay. Device passed the displacement test, active current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 82 noted. Motor was tested outside device and passed. No failed battery test alerts noted when inserting a new battery however, device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin at keypad assembly.